Event description:
Secondary glaucoma[secondary glaucoma]. Case description: spontaneous literature report, loclog # 03-00559/c, argus # 2003169190in. Cross reference with cases 200316919in, 2003169193in, 2003169186in. Spontaneous literature report, loclog# 03-00559/c, cross ref with argus # 2003169196in, 2003169190in, 2003169193in. A literature article, published in the journal of cataract and refractive surgery (6/2003; vol29: 1226-1227), reported four cases that presented with intractable glaucoma after complicated phacoemulsification during which sodium hyaluronate 1.0% (healon) was used to tamponade a central posterior capsule rupture. One of the four pts underwent phacoemulsification with posterior chamber intraoculer lens (iol) implantation. The date of surgery was not specified. The surgery was performed from the superior limbus without disturbing the conjunctiva. A 5.0 to 6.0 mm diameter anterior capsulorhexis was done and routine phacoemulsification performed. During the cortical aspiration, a small central posterior tear was noticed in all cases. No vitreous loss occurred during surgery, and no vitrectomy was initially performed. No nuclear fragment or cortical matter was lost in the vitreous cavity. Dry aspiration was used to remove the remaining cortical matter. The volume of hyaluronate used to tamponde the posterior capsular tear was 0.4 to 0.6 cc. At the end of surgery an anterior chamber wash was attempted using the infusion-aspiration probe of the phacoemulsification machine. No attempt was made to remove the sodium hyaluronate lying posterior the iol. No blood entered the anterior chamber during surgery. Two days after surgery the pt presented an iop of 44 to 50 mmhg and a secondary glaucoma was diagnosed. The gonioscopy demonstrates wide, open angles and there was no evidence of primary glaucoma in the fellow eye. Ultrasound b-scan of the eye showed the presence of well-defined loculated, clear areas in the anterior and midvitreos. The globules disappeared immediately after a vitrectomy. The iop resulted well controlled within 1 day. Three months following surgery best corrected visual acuity was 20/20, and the visual field was within normal limits. Submission of a report does not constitute and admission that the medical personnel, user facility, distributor MFR or product caused or contributed to the event. Case comment: a casual relationship between the use of hyaluronate sodium and the occurrence of secondary glaucoma in this pt cannot be excluded, being eye surgery complications plausible alternative causes.